Event description:
Customer reported that insulin pump has a big chunk of plastic missing from the battery compartment and a crack that is going towards the screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.